Manufacturer narrative:
The 17 other = device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was found to be contaminated and needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's blower motor needed to be replaced due to a ventilator inoperative condition. The estimate was approved and the blower motor has been replaced. During further evaluation of the device the ventilator failed test steps during testing. The device's active exhalation control module was replaced to address the issues.